Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: clinical teams were treating a btai as an emergency using the zta devices they had on shelf, and placed the devices below: zta-pt-30-26-108. Placed an found to be too short so extended proximally with the following device: (B)(4) zta-p-30-109. They have then reported a type 3 endoleak presumed to be from infolding in the graft material from the straight component engaging in the tapered section of the first device (B)(4). They have then attempted to reline this using the device below but were unable to get this to track due to the congestion the aortic arch (this complaint, (B)(4)): zta-p-28-109. They did manage to get a 34mm x 100mm gore ctag device to track an reline curing the endoleak and allowing the case to be completed. Patient outcome: relining with gore ctag to treat the endoleak. The patient has multiple complex and compound injuries due to the nature of the injury (btai), and as such remains in hospital and requires further lifesaving treatment. As the indwelling zta-pt-30-26-108 and following zta-p-30-109 have now been reline with a much larger gore ctag device (34mm x 100mm) there are now 3 grafts so 3 layers of fabric and metal in the narrow lumen of the aorta, with the inner layer having the largest outer diameter at 34mm. However, the presence of infolded material cannot be verified as the clinical team aren't willing to share the images from the procedure.